Manufacturer narrative:
On the initial MDR report monarch iii d cartridge was incorrectly submitted as concomitant product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each product history record is reviewed to ensure that the product met the required specifications and release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before intraocular lens (iol) implantation, the leading was extended during advancement making the lens turned making it difficulty in advancement, hence not smooth and had to exert more force. The lens could not be injected to 2.2 millimeter opening although the iol power was low. The procedure was completed on the same day with no patient harm. Additional information has been requested.